Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records were reviewed, and no relevant manufacturing or similar complaints were identified. Per surgical technique: early loosening may result from inadequate initial fixation, latent infection, premature loading of the device or trauma. Late loosening may result from trauma, infection, biological complications or mechanical problems, with the subsequent possibility of bone erosion, or pain. There is not enough information to determine a root cause. The patient's bone quality is unknown and it is unknown if the patient had any sort of medical issues that could have caused the bone itself to collapse. It cannot be determined with the information provided if the tritanium pl cage contributed to the bone collapse. The cage most likely migrated due to the patient's bone collapse, however the cause for the bone collapse is unknown at this time.

Event description:
A physician reported that approximately one month after a l2/3/4/5 plif implantation, the patient underwent revision surgery to address a backed-out tritanium pl cage. Revision surgery was performed to remove the cage and extend the fixation range as the bone had collapsed.

Manufacturer narrative:
Return status of the device is unknown.

Event description:
A physician reported that approximately one month after a l2/3/4/5 plif implantation, the patient underwent revision surgery to address a backed-out tritanium pl cage. Revision surgery was performed to remove the cage and extend the fixation range as the bone had collapsed.